Manufacturer narrative:
A philips field service engineer went to the customer site to gather system logs for further investigation. Evaluation of the system logs could not identify any system malfunction, and the system appeared to be working as designed. Additional information regarding this event was unable to be obtained from the customer and the reported issue could not be reproduced, so the root cause could not be determined. No additional events have been reported for this issue by the customer post notification.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the case details, images from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the case details, images from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.